Manufacturer narrative:
(B)(4). (Exemption number e2015033).

Event description:
In situ testing showed affected channels. An incident of accident or trauma is unknown and it is unknown if hearing performance with the device is affected. Recipient's hearing sensation with the device regressed with 5 channels deactivated and continued to have poor performance with all channels activated. Re-implantation was carried out on (B)(6) 2019. This report refers to 9710014-2019-00225. For further information please refer to this report.